Event description:
It was reported the patient died (B)(6) 2008. The cause of death has been requested and not received.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation cosmetic esc and depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors stretched, outer insulation cosmetic esc and depression, apparent explant damage. Proximal segment returned and analyzed.